Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, on the home choice (hc) unit. The problem was noted during use with the patient connected in initial-drain (I-drain). The home patient (hp) stated that the patient line extension became disconnected from the patient line. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, however, there was no patient injury or medical intervention, associated with this event. On (B)(4) 2012, baxter followed-up with the hp. She confirmed the events and confirmed that the product involved. She advised that she didn't know why the disconnection happened; she didn't visually inspect either product to check for damage, or any other reason that would cause the disconnection. She threw out the supplies and their boxes. She advised that the only reason for disconnection that she could think of was that may be she didn't secure it enough herself. The writer asked her if this usually happens and she said 'no, it was the first time." She confirmed that she is ok and has continued on with her therapy.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number was not provided; therefore, a batch review could not be performed. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during the initial drain stage, where the patient line extension became disconnected from the patient line and the home patient advised that maybe she didn't secure it enough herself. This complaint is confirmed because not properly securing connections may cause a disconnect, which is a use error that can lead to contamination. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.